Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. A transducer failure was noted in the logs. The stm performed 30 psi transducer calibration which was satisfactory. Performance tests were run with no recurrence of the alarm. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient in the ICU, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. A failure was indicated on the display. It is unknown if there was any patient harm/injury; however there was no adverse event reported.